Manufacturer narrative:
(B)(4). Actual device evaluated. Foreign material on meter strip connector.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 103 to 112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 10/14/2016 and open vial date is more than 120 days; test strips are expired due to being open more than 120 days. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.